Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) premature separated from the delivery catheter after fixation. The lp remained implanted. The patient was in stable condition.